Manufacturer narrative:
Upon review, discovered the brand name, was incorrect in the initial submission. Updated, brand name, from cell-dyn 3000 cs to the correct brand name of cell-dyn 3200 cs analyzer. The evaluation is in process. A followup report will be submitted when the evaluation is complete. An evaluation is in process.

Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
Initially, the field service representative was requested by the customer because their cell-dyn 3200 instrument would not boot up and would not go to prime. During troubleshooting the field service representative found the original motherboard was worn out from normal use and replaced it with a new motherboard. During power up, there was a "pop" and smoke which came from the motherboard. The burnt motherboard was returned for evaluation. Examination of the returned motherboard found evidence that during installation of the new motherboard, two cable connectors (left and right connectors) were incorrectly reversed. The reversed connections in the motherboard caused it to have an electrical short and generated the smoke. Other returned parts (power supply, monitor, board, serial cable) were inspected during evaluation. No damage to the computer monitor or power cable assembly was observed. These parts showed wear consistent with normal use and were replaced as either a precaution and as part of the troubleshooting performed on the instrument. The evaluation concluded that the incident was a field service error issue and was specific to this cell-dyn 3200, serial number (B)(4). No product deficiency for this event was identified.

Manufacturer narrative:
Upon review, discovered manufacturer name and manufacturer site, was incorrect in the followup submission. This followup submission to correct site of abbott diagnostics division, (B)(6). The evaluation is in process. A follow up submission will be provided when the evaluation is complete. Evaluation is in process.

Event description:
The abbott field service engineer installed a motherboard and circuit cards on a cell-dyn 3200 analyzer. After powering up the instrument, the abbott field service engineer heard a pop and saw smoke coming from the cell-dyn 3200 analyzer. No injury was reported.